Event description:
Emt's responded to a person in cardiac distress and conscious. The device was connected to the pt with ECG electrodes and a 3 lead pt cable for cardiac monitoring. According to the reporter, the device displayed a flatline and would not display the pt's rhythm. A backup device was immediately called for and used and the pt transported to the hosp. No adverse affects to the pt were reported as a result of the alleged malfunction.